Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had high blood glucose of 434 mg/dl possibly due to drinking soda. Customer treated high blood glucose with 17 units of insulin. Customer reported that blood glucose was 107 mg/dl and insulin pump was suspended. Customer reported that due to moaning while asleep his spouce called paramedics who treated customer with food and glucagon. Customer was not taken to the hospital. Customer was educated on pump suspend.